Event description:
It was reported that the subject exhibited no steam injection. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal contamination. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no steam injection due to failures in the tubing components. Olympus will continue to monitor field performance for this device.